Event description:
Information was received from an manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had not been seen in over a year. Complained that symptoms were back to baseline. The patient was experiencing urge incontinence and urgency frequency. They did an impedance check and the patient was experiencing high impedance 0, 1, and 2 have all over 4000 the 3 electrode has 2 over 4000 but one was still green. Patient was on p2 at 2.0 when they came in. The rep turned to program 4 and turned up to sensation and the patient felt at 2.3 appropriately. The pt states that the battery "flips". The hcp was setting up the patient up for full replacement.

Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va2xep2); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.